Event description:
Unit had no power at all.

Manufacturer narrative:
Fluid damaged capacitor on pc board. Technician replaced pc board. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.